Manufacturer narrative:
(B)(4). Fa28mar2011 was issued for falsely elevated reactive rates and decreased specificity for prism hiv o plus, list 3d34-48, lot 94737hn00. The investigation has determined that the us-distributed product, list 3l68-68, is not affected by this issue and is not within the scope of this action. The causative agent was determined to be a specific lot of antigen used to manufacture the p41 probe used in this lot of prism hiv o plus, list 3d34-48 reagent. This manufacturing issue affected non-us product only, as this antigen is not used in the us-distributed product. Evaluation: us product not affected by this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 3d34 that has a similar product distributed in the us, list number 3l68. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that six samples out of 2,748 samples tested generated (B)(6) plus assay. No individual specific donor testing information is available. The samples tested non-reactive with supplemental testing (not specified by the customer). No suspect results were reported from the lab. There is no impact to patient management reported.